Manufacturer narrative:
Analysis: visual inspection shows some clotting observed on the outlet side of silicone oxy when received. Before decontamination a pressure drop test was performed. Results show the blood side pressure drop of 402 mm/hg. Specification for a unused device is 300 mm/hg maximum. Unit was then cleaned and blood side pressure drop was again performed. Results shows that pressures dropped to 244 mm/hg, which is well within medtronic specifications. Through testing, we were unable to determine the cause of clotting. However, after cleaning, the device performed well within ranges with no leaks to atmosphere noted. Review of the device history record shows that this device met specification when released for distribution. Precautions contained in the IFU state: "a strict anticoagulation protocol should be followed and anticoagulation should be routinely monitored during all procedures. Adequate heparinization must be maintained during bypass." Conclusion: user interface likely contributed to the event. Clotting was observed in the device, which can occur if inadequate heparinization occurs during the procedure. Once the clot was removed from the device, the product performed within specification. Device replaced with no reported adverse patient effect.

Event description:
Medtronic received information that this silicone membrane ECMO oxygenator became clotted and could not be used. This observation occurred after less than 24 hours of use. The device was changed out with no reported adverse patient effects.